Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: during investigation, the black box showed several unexplained pump reboots. There was evidence of moisture ingress observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump alarmed with a cs 162 "loss of prime" warning. The pump's cover was removed and there was further moisture corrosion found to the display screen and other internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.